Event description:
It was reported that the customer was hospitalized due to high blood glucose readings of 498 mg/dl. Customer stated that they were vomiting and feeling like crap prior to the hospitalization. Customer was treated with IV and placed on a heart monitor at the hospital. Customer stated that they are unable to leave the hospital until they have a working insulin pump. Customer mentioned that the insulin is not coming. It was noted that when the customer was connected back on the insulin pump their blood glucose readings begun going up again. Troubleshooting was performed and the drive support cap and settings appeared to be normal. Customer also mentioned that the insulin pump did not prime. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.